Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2018 due to unknown reasons. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information available on (B)(6) 2018 states that, the lead was explanted and replaced due to dislodgement. The patient was not symptomatic and was stable prior, during and after the procedure.